Event description:
Pacmed packaging device - unit dose packet labeled crestor 5 mg contained two tablets 1 x crestor 5mg and 1 x fluconazole 100mg. The pacmed can retain tablets on a ledge within the machine when packaging via sts -special tablet system-. Subsequent packaging runs, whether sts or canister, will jiggle the tablet loose resulting in the proper tablet in the packet with the addition of the sts retained tablet. The sts retained tablet could have been there for some time or the job just preceding. This provides the opportunity for the wrong tablet or capsule to be inadvertently added to a package containing and labeled with another drug.